Event description:
New information received notes that during follow-up, programming changes were made.

Event description:
It was reported that during follow-up, loss of sensing was observed. Real vf episodes were found in the device memory. It is believed the undersensing beats were caused by a small amplitude of arrhythmia causing the delay in delivering therapy. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.